Event description:
A customer reported activating a pod at 9:57 am. He had within normal blood glucose until 12:52 pm when his blood glucose read 260 mg/dl and he administered 3.30 units of insulin. For the next two hours, his blood glucose steadily rose despite administering bolus doses of insulin. At 3:05 pm, his blood glucose reached 415 mg/dl so he manually injected 4.95 units of insulin. At 3:20 pm, he changed the pod. Note: all the blood glucose history was measured with dexcom and not the omnipod's pdm blood glucose meter. The product will be returned for eval.

Manufacturer narrative:
The pod was received disassembled and discoloration was seen inside the device. Residual fluid and corrosion were found on the battery compartment and on most surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high blood glucose. A review of lot qualification records revealed no evidence of this failure mode. Lot qualification results were deemed acceptable and the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as directed by insulet's internal procedures).